Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2021. H3 investigational summary: a needle product code z771d was returned to ethicon inc for analysis. The barrel hole was examined under 20x magnification, the tip of the needle was blunt. One side of the needle was received; the mating fracture surface was not provided for this evaluation. Further analysis of the needle was performed to assess the broken area. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The blunt tip was likely original to manufacturing. The evaluation of revealed the blunt tip was likely original to manufacturing. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. Before use on patient, after the package was opened, it was noted that the needle tip was missing. There are no patient consequences reported. Additional information has been requested.